Manufacturer narrative:
This MDR was submitted late due to a delay in the internal MDR creation process. Corrective actions have been taken to improve timelines and prevent future delay. The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that after a surgical procedure, the hospital discovered that a rivet / screw was missing from the forceps. A post-operative CT scan detected a foreign body within the patient. The hospital was unable to determine whether the foreign body seen in the CT scan is the missing rivet / screw or not.